Event description:
It was reported that before a liver resection procedure, the surgeon attempted to fire the device and it jammed. On inspection it was noticed that the cartridge was no longer seated in the correct fashion but had moved half way along the jaws of the device. As the hepatic vein was cut this caused adverse bleeding . The scrub team felt sure that it was properly inserted. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? How much blood did the patient lost? Was a transfusion required? Was the patient taking any anticoagulants? If yes, specify prescribed medication. Does patient have a known coagulation disorder? Has the patient taken any steroids? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Did the cartridge fall into the patient? Did the device cut and staple? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? What was the patient¿s pre-op diagnosis? Please provide the patient¿s sex, age and weight. What is the current status of the patient?